Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device lost fluid. All components were removed and replaced but the location of the fluid leak could not be found. The patient was discharged without complications.